Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "patient called stating blood was filling up in her port line tubing and was leaking blood all over her. Upon inspection, tubing was almost shirred across from the base nearest luer lock." It was stated device contains hazardous chemotherapy contamination.

Event description:
It was reported "patient called stating blood was filling up in her port line tubing and was leaking blood all over her. Upon inspection, tubing was almost shirred across from the base nearest luer lock." It was stated device contains hazardous chemotherapy contamination. Additional information received 04/04/2023: it was reported by the customer ¿the leak/break was discovered by the patient at home, who noticed blood backing up into the catheter. Chemotherapy-fluorouracil was infusing. Patient did not receive remaining volume of chemotherapy in her cadd pump. Port was removed and provider notified.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the infusion set tubing was confirmed but the cause is unknown. A single photograph of a damaged infusion set was returned for evaluation. The implicated product was a 20g x 0.75¿ safestep safety infusion set. A semi-circumferential split was seen in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument.